Event description:
Event description: boston scientific received info that during a routine device replacement procedure, it was discovered that this pt's ventricular defibrillation and atrial leads were dislodged. It was noted that high thresholds were previously observed on these leads. Initial efforts to replace one of the leads was unsuccessful due to the pt's condition.

Manufacturer narrative:
Event conclusion: the rate/sense portion of the ventricular defibrillation lead was surgically abandoned, as was the chronic atrial lead. A new boston scientific rate/sense ventricular lead and atrial lead were successfully implanted with the new boston scientific cardiac resynchronization therapy defibrillator. No further adverse pt effects were reported. No products have been returned for analysis. If add'l info is received, this event will be updated.